Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All pd patients are at risk for peritonitis due to a compromised immune system and dialysis techniques increasing the chance for microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information and no allegation of a malfunction, deficiency or defect for this event.

Event description:
A peritoneal dialysis (pd) patient caregiver reported that the patient¿s liberty cycler experienced patient line is blocked message occurred in drain 2 of 4. It was reported that the patient will revert to alternate treatment. Upon follow-up with the patient contact, it was reported that the patient could not drain that evening and went to the hospital the next day, (B)(6) 2020, with an "infection". It was unknown if the reported infection was peritonitis at the time of the call. Additional information was obtained through the patient¿s pd nurse. The patient was admitted to the hospital on (B)(6) 2020 with unknown symptoms/signs and diagnosed with peritonitis. The pd effluent culture results were not available. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and cefepime (dose, frequency and duration unknown). The patient was scheduled to be discharged on (B)(6) 2020. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.